Event description:
It was reported that the patients novi ipg was at its end of service therefore the patient underwent an explant procedure leaving the paddle lead implanted. The explanted ipg was discarded.